Event description:
It was reported that the surgeon inserted an aa4203tl toric silicone single piece lens and the lens tore. The lens was cut in pieces to remove with no patient injury, no incison enlargement or sutures. Another same type lens was implanted.

Manufacturer narrative:
Evaluation results - visual inspection of the returned product found the lens optic and one haptic torn. The other haptic was torn off and missing. There was evidence of clear surgical residue. Conclusions - no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.